Event description:
The pump was returned for investigation. Investigation revealed a dim, pink display. This report is made based on results of investigation completed on 03/31/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/31/2014 with the following findings: the pump booted on to the verify screen with dim pink contrast. Unrelated to the display issue, the black box revealed a time and date reset to the default setting after a battery change on (B)(6) 2014 within 30 minutes. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).